Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as ¿low¿; however, a specific value was not provided; cause was unknown. Bg was addressed via consumption of carbohydrates. Recommendation was made to consult with a healthcare provider to discuss diabetes management.